Event description:
(B)(6) phase ii randomized study of 2 stereotactic body radiation therapy (sbrt) regimens for medically inoperable pts with node negative, peripheral non-small cell lung cancer. Lung infection, rml, grade 3, r/t disease, copd, unrelated to sbrt. Pt was seen by pulmonologist on (B)(6) 2015 and started on augmentin po for elevated temps/nightsweats. Pt went in to local ed on (B)(6) 2015 for continued increased temps to 104. Pt admitted, started on IV antibiotics vancomycin and zooyn. Cultures drawn negative so far. Pt received sbrt total 40 gy so far, 20 gy on (B)(6) 2015 and 20 gy on (B)(6) 2015. Pt missed his final treatment as of (B)(6) 2015 due to hospitalization. Pt will be rescheduled asap. (B)(6).